Manufacturer narrative:
The investigation of the reported issue was completed by siemens experts. The investigation revealed that the interface plate (which connects the dcs to the ceiling substructure) was not installed correctly. During installation, the metal washers were omitted, and only plastic washers were used. These plastic washers were not suitable for the load-bearing requirements and could not support the weight of the dcs system. Consequently, the interface plate slipped through the installed screws, causing the dcs to detach. The suspension cables limited the fall, preventing the unit from reaching the floor. A new pivot large display (lg) was installed on the ceiling structure using bolts and correct metal washers. All systems in japan with similar installation conditions were checked. No other systems with this fault were identified. The cause is therefore be traced back to improper workmanship as a singular case. The occurrence rate of the identified cause has been checked, and no error accumulation has been identified. The occurrence rate is below the defined threshold.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Event description:
Siemens was informed on (B)(6) 2025 by its service organization that a malfunction occurred while operating the artis pheno. The display ceiling suspension (dcs) detached from the ceiling mounting. The issue happened before the scheduled procedure and caused the procedure to be canceled. We have no indications of any adverse effects on the health status of the involved patient or other persons. Siemens has requested additional information in order to conduct an investigation of the reported event.